Event description:
On (B)(6) 2026, a patient (pt) in argentina called to report discomfort, allergy, irritation and itching after using the acuvue® vita® for astigmatism brand contact lenses (cls) for 2 days in (B)(6) 2025. The pt sought medical attention ¿to see if eye was infected.¿ the pt reported the eye care professional (ecp) prescribed 4 different eye drops. The pt reported that the right eye (od) was ¿worst.¿ the pt was on ¿treatment during 1 month 4 times a day¿ and used ¿maxvision, hidroxipropil celulosa, poliacrilyc acid from acrilarm and flomox with moxifloxaxina.¿ the pt reported that ¿symptoms lasted for 1 week while using medication.¿ the pt is an experienced wearer of another acuvue brand; however, was not trial fit with the vita brand cls that were purchased online. The pt could feel the lenses while wearing yet did not notice ¿anything different on lenses.¿ on (B)(6) 2026, the pt provided additional information. The pt advised that the event occurred in nov2025. The pt visited the ecp on (B)(6) 2025 and (B)(6) 2025. On (B)(6) 2025, the ecp ¿took samples from the od cornea and results of the exam was negative for fungus.¿ the pt reported that day the ecp prescribed an unknown eye drop to use every 4 hours and 2 more eye drops. The pt reported 1 eye drop was ¿lubricating¿ but can¿t recall the name. The pt reported the ecp note has the information from the lab with ¿pcr exam¿ but the pt could not provide additional details or ecp diagnosis. On (B)(6) 2025, the pt was prescribed ¿flomax with moxifloxacin for 2 weeks.¿ the pt recalled that the diagnosis for the od was eye scratched or eye injured, it was not a bacteria.¿ the pt reports wearing glasses now, during the call, but purchased and is using new acuvue oasys brand cls with no issues and ¿the eyes are fine.¿ no upcoming ecp appointments are scheduled. On 23apr2026, the pt provided additional information: ecp note, dated (B)(6) 2025, from laboratory: ¿acanthamoeba pcr. Polymerase chain reaction for two rrna genes of acanthamoeba spp. Result: not detectable.¿ ecp note, dated (B)(6) 2025, from laboratory: ¿corneal abscess study; direct examination (gram stain): abundant cells are observed. No microorganisms are observed. Isolation of bacterial colonies: negative ocular mycological examination; direct examination with fresh material. No hyphae or fungal forms observed. Mycological culture: negative.¿ ecp note (B)(6) 2025: ¿exam with sample of corneal lesion. At abscess corneal¿. Medication prescription, dated (B)(6) 2025: ¿vancomycin (1 gr ev intravenous); cefazolin (1gr ev intravenous); at: abscess corneal¿. Receipt, dated (B)(6) 2025 for vancomycin and cefazolin prescription, dated (B)(6) 2025 for flomox (moxifloxacin), at: conjunctivitis photographs of medication bottles: acrylarm (0.2% polyacrylic acid) - esteril ophthalmic gel 10g; drosanto: physiological solution sodium chloride 20 drops 1cc; cool tears hydroxypropyl methylcellulose 0.3% sterile ophthalmic solution max; lubricating eye drop arlyt; and flomox moxifloxacin 0.5% 5 ml max vision. On 23apr2026, the pt also provided an email with additional information. The pt is unable to locate information for 2 eye drops that were discarded. The pt also discarded the ¿cleaning solutions and cases I usually use for logical reasons.¿ the pt reported that the vita cls, ¿felt slightly uncomfortable¿ upon insertion. The pt¿s discomfort worsened over the following days and the pt ¿kept discarding the lenses and inserting new ones, but the same issue persisted until it caused significant discomfort and redness in my eyes.¿ the pt visited an ophthalmologist ¿and that is where everything began. At this moment, I am using oasys cls and they are working wonderfully for me.¿ on (B)(6) 2026, additional information was provided from the pt¿s treating ecp¿s office. A representative reported that the pt¿s diagnosis, provided on 03oct2025, was os abscess corneal, mild keratitis and corneal edema. The pt was prescribed gatisforte (gatifloxacin) every 6 hours for 7 days, and a lubricating eye drop (name and frequency not provided). ¿results of exam performed: negative.¿ the pt presented with discomfort on the day of visit. At the pt¿s visit on (B)(6) 2025, medication prescribed: ¿compounded medication to treat keratitis, to use every hour, no information for how many days on pt¿s record.¿ no additional medical information has been received. No additional information is expected. This event was determined to be serious adverse event on 23apr2026 upon receipt of the pt¿s ecp note with diagnosis and prescription for intravenous medication dated (B)(6) 2025. The date of event will be reported as 01sep2025 as the exact date is unknown. No additional medical information has been provided. A comprehensive review of the manufacturing records for lot number b017w4q was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cls were discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.